Event description:
It was reported that the device was leaking oil while it was being cleaned. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is anticipated. This report will be updated if the investigation requires.